Event description:
According to the available information the catheter was installed the day before and was initially functional. Patient experienced acute urinary retention, but the balloon was unable to be deflated then the patient felt a noise causing discomfort and the bladder fell.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Date of event is an estimated date.

Manufacturer narrative:
We received one used sample. After disinfection it was noted that inflation way was cut, so we cannot determine the lot number of this product. However external diameter was measured ( 4.53mm), with this information we can define that this product was a aa6114 product. Inflation way was cut so, we cannot test inflation/deflation functionality about this product. According to the investigation performed quality databases was checked and revealed one non-conformity in relation to the described defect and a corrective and preventive action: - (B)(4): "pb ballons (bulles + agglutinés)" opened in (B)(6) 2023. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting on folysil catheters is specifically monitored. A similar case study was performed based on item number aa6114, defect: deflation issue over last four years, (B)(4) similars case were found.

Event description:
According to the available information the catheter was installed the day before and was initially functional. Patient experienced acute urinary retention, but the balloon was unable to be deflated then the patient felt a noise causing discomfort and the bladder fell.